Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Issue reported: when the surgeon applied hem-o-lok clips to the patient by this endoscopic applier, the screw at the jaw loosened. At the same time, surgeon noticed a tiny metal component fell out from the applier. After detailed searching and checking, the surgeon found one tiny metal component, and took it out of patient's body. After the surgery, the surgeon removed the jaw of the applier to investigate, and found the surface of the jaw was well polished and smooth. The hospital requested a report on investigating whether the tiny metal component belong to this applier, and whether the applier was proper produced.

Event description:
Issue reported: when the surgeon applied hem-o-lok clips to the patient by this endoscopic applier, the screw at the jaw loosened. At the same time surgeon noticed a tiny metal component fell out from the applier. After detailed searching and checking the surgeon found one tiny metal component and took it out of patient's body. After the surgery, the surgeon removed the jaw of the applier to investigate and found the surface of the jaw was well polished and smooth. The hospital requested a report on investigating whether the tiny metal component belong to this applier and whether the applier was proper produced.

Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha wi facility as part of a 50 pc. Lot in february of 2016. Evaluation of the returned instrument shows that only one jaw is held into the ben/damaged outer tube assembly and the jaw pivot pin is partially pushed thru one side of the ben/damaged outer tube assembly and one of the jaws is loose and taped to the inside of the bag this instrument was disassembled for further evaluation and it was found that the internal drive rod (n00185) that actuates the jaws is bent and the drive rod fingers are damaged. (Pie's attached) we are able to validate this complaint. We are unable to determine how the outer tube assembly became bent damaged and one of the jaws to be loose but this device shows signs of internal damage therefore mishandling of this device at the end users facility is suspected. All 50 instruments from the alleged lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for the product line.